Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting impedance measurements greater than 2000 ohms and increased thresholds on the right ventricular (rv) channel. The following day, impedance was back to 1290-1350 ohms range; however, threshold measurements were worse. The caller stated that the qrs looked better with left ventricular (lv) pacing so the physician elected to program the rv output to sub- threshold at 0.5v @ 0.4ms and pace via lv. The patient did experience some post-operative stimulation. The physician questioned a potential perforation but did not perform an echocardiogram to confirm. The patient has good r-wave measurements and no pain during pacing. The caller programmed the tachycardia durations a bit longer than nominal and plans to enroll in the patient in the remote monitoring system and follow up with the patient in one week¿s time. No adverse patient effects were reported.